Event description:
As reported: "the drill bit of a bixcut drill broke off whilst drilling through the shaft of the bone. Removal of the drill head from the medullary cavity via the fracture site.".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.